Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service representative visited the facility and reported that the iabp shut down during patient transport. The iabp was replaced with another one. No patient injury as a result of this incident. Error logs show iabp had shut down when battery 1 switches to battery two. The service rep replaced the power management board and saw that the fiber optic door on the iabp was missing. The service rep replaced the front bezel and labels. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut down on a patient during transport. The iabp was replaced with another iabp to continue therapy. The customer also reported that the patient complained of chest pain. It was later reported by the visiting service representative that the customer confirmed that there was no patient injury as a result of this event.